Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Nausea and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended".

Event description:
Doctor reported "nausea and vomiting" requiring overnight hospitalization and band removal.